Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin was squirting out during manual filing. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the needled had insulin out flow. The insulin pump will be returned for analysis.